Manufacturer narrative:
Evaluation: method = evaluation started but not yet complete. Conclusion = evaluation started but not yet complete. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device was traced back to its sterility lot; and the complaint database indicates no other contamination/particulate reports received on any device processed under the same sterility lot of the subject device. Edwards' device evaluation, analysis, and conclusions will be reported once completed.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits multiple brown and blue filaments at the inflow aspect. The filaments vary in size and measured to approximately from 2-6mm. No other inconsistencies detected. A total of 2 filaments (a & b) were successfully removed from the leaflets. Filament a, which appeared to be blue and approximately 3mm in length, showed similar absorption characteristics when compared to cellulose. Cellulose is a material that could be present in edwards- cleanrooms and operating rooms as it can be found in materials such as paper, cotton, and wipes. Filament b, which appeared to be black and approximately 6mm in length, showed similar absorption characteristics when compared to nylon. Nylon is a material that could be present in edwards- cleanrooms and operating rooms as it can be found in clothing, such as cleanroom gowns and medical scrubs, as well as tubing and packaging bags. However, the appearance of filament b, which looks like a dark and long fiber, indicates the particle could have come from clothing. The filaments found on the leaflets are all materials that could be present in cleanroom and also operating room settings. However, each valve is visually inspected and functionally tested prior to packaging. During manufacture of the heart valves, there are inspection steps which check for general appearance, under magnification at certain stages. Subsequently in the preliminary packaging steps, which are performed in a class 10,000 cleanroom under a class 100 hood, the valves are again inspected for foreign particulates. This is performed for 100% of all valves in the work order. Additional manufacturer narrative: although the source of the cellulose and nylon like materials cannot be conclusively determined, it is highly unlikely that it could have originated from an edwards- cleanroom as these inspection points would have detected the filaments and the device would not have passed inspection. Edwards will continue to monitor all similar reported event, and corrective actions will be taken as deemed necessary.

Event description:
As reported through medwatch report (B)(4), "after nurse washed 23 thermafix 3000 aortic valve for 30 seconds, it was noted a "c" shaped object on the valve leaflet. The valve was washed for another 30 seconds and the object remained. It was washed in the second bowl for 2 minutes and remained. The nurse presented the valve to the surgeon for observation through his loupes. He observed the area and told the staff in the room to get a new valve and return this valve to the company for the contaminant. A second valve was given on the operating room field". Note that no patient involvement is reported, device was never implanted.